Event description:
Device was being used with carotid stent- the sheath came back and the body of the sheath came apart. Emergency cut down was performed. Additional info was received in 2008: the physician believes the resistance encountered may have been the result of the device getting caught in scarred tissue. It is also possible it caught on the graft. Patient condition unk.

Manufacturer narrative:
No product was returned to assist in our investigation; therefore, we were not able to determine the root cause of the separation. However, we are aware of the potential for occurrence and have addressed this matter in an effort to minimize the possibility of recurrence. This product group is inspected 100% by our quality control department for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.